Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture, loss of sensing and low impedance measurements. A chest x-ray revealed the atrial lead sustained clavicular crush damage. The lead was successfully explanted and replaced. The patient was asymptomatic.